Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening on posterior, wear abrasion, yellow particles and crease fold. A visual and microscopic analysis was performed which identified opening crease sharp and non-penetrating nicks. Based on the device analysis the final assessment is an opening crease sharp on radius due to fold flaw opening. The reason for reoperation was an implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.